Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving morphine with an unknown dose and concentration via an implanted pump. The indication for use is spinal pain. On (B)(6) 2015 the hcp reported that the patient's pump had not been refilled for six months. The patient had heard an audible pump alarm in (B)(6) 2015 for about a week and then it stopped. Now the patient only heard beeps every once in a while. It was noted the pump had been refilled once since implant. The patient reported that they could not get in touch with their hcp and clinic due to personal reasons, was stuck at their son's house, and so the patient had decided to "forget it" with regards to getting in touch with their follow up hcp. No patient symptoms were reported related to the empty pump. Further follow up was done to determine the cause of the pump alarm, if trouble shooting was done, if any actions/interventions were required, and if the alarm had resolved.